Manufacturer narrative:
(B)(4). Product surveillance contacted the nurse to notify the incident of iipv that was found during the device log review. The increased intra-peritoneal volume (iipv) event was confirmed in the logs, but not duplicated during product analysis lab (pal) evaluation. Internal/external visual inspections revealed no problems. The cause of the iipv was determined to be insufficient drain due to use error; the clinician inappropriately set the minimum drain volume percentage setting too low (60%). A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. The device functioned normally during evaluation and was determined to meet functional and electrical performance specification requirements. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration (uf) reading was 1050 ml, indicating the home patient (hp) drained 1050 ml more than the largest prescribed fill volume of 1500 ml. This meant the total drain volume was 2625 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is report 2 of 4 involving this device. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.